Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due the device failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device failed the homechoice rite (return instrument test / evaluation) functional test for ground bond electrical test. The product analysis lab (pal) evaluated the device. Tested main ground bus resistance; resistance was within specification, no intermittent connections detected and no contamination present on endpoint connections. The assignable cause for rite test failure - ground bond was undetermined. The device's service history review record was reviewed and no issues were identified that may have contributed to the rite electrical failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.